Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited an e315 unsupported scope error. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the error e315 occurred because the printed circuit board was short-circuited due to liquid leakage from the scope connector. Additionally, corrosion and discoloration were confirmed on the electrical contacts of the scope connector, suggesting that a communication error might have occurred due to poor contact between the scope connector and the video system center. The corrosion and discoloration of the electrical contacts may have been caused by chemicals, other liquids, or moisture being splashed or attached to the contacts during reprocessing. It had been confirmed that using a cleaning solution made by another company (strong acidic electrolyzed water) generates chlorine, which could cause similar problems. However, the definitive root cause could not be determined. The following chapter is included in the instructions for use, ¿chapter 3 section 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.